Event description:
It was reported that this pacemaker exhibited an alert message indicating that the device had reached end of life (eol) status. Technical services discussed that this was a false positive eol indication and remote monitoring was disabled related to a recent software update. It was recommended to provide device save to disk data for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that the device had reached end of life (eol) status. Technical services discussed that this was a false positive eol indication and remote monitoring was disabled related to a recent software update. It was recommended to provide device save to disk data for analysis. No adverse patient effects were reported.